Manufacturer narrative:
As reported, during the device preparation, air bubbles were visible in a 6f-7f mynxgrip vascular closure device (vcd) even though the user drew the vacuum many times to remove the bubbles. There was no reported patient injury. The device was removed from the packaging according to the instructions for use (IFU). The device was stored in the cath lab per the IFU for one month. The device was stored, handled and prepped per the IFU. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was supposed to be used in a percutaneous coronary intervention (pci) case. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Another mynx device was used to complete the procedure. The patient has recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle. No anomalies were observed. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f2009801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported as balloon loss of pressure ¿balloon loss of pressure at prep¿ was not confirmed during the analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Handling factors, such as excessive force used to inflate the balloon, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
During the device preparation, air bubbles were visible in a 6f-7f mynxgrip vascular closure device (vcd) even though the user draw vacuum many times to remove the bubbles. There was no reported patient injury. The device was removed from the packaging according to the instructions for use (IFU). The device was stored in the cath lab per the IFU for one month. The device was stored, handled and prepped per the IFU. There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was supposed to be used in a percutaneous coronary intervention (pci) case. Femoral artery suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Another mynx device was used to complete the procedure. The patient has recovered. The device will be returned for evaluation.